Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal did not deploy. It was stuck in the holder. A new kit was opened to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the delivery device was received separate from the loading device. The green slide lock and the white plunger were not depressed on the delivery device. The seal was inside the loading device. There was no evidence of blood. Based upon the visual observations, the reported complaint "did not deploy" was not confirmed, but the actual failure "failure to load" will be confirmed. (B)(4).